Manufacturer narrative:
Per the user facility's biomedical technician, the flow could be set from the central control monitor (ccm), and the motor sounded like it was continuously driving up and down. When the output was measured, the flow bounced around from five to seven liters per minute. The issue was intermittent, and to get the flow to steady, they had to restart or recalibrate the unit.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb)procedure, the electronic patient gas system (epgs) had inconsistent flow. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h6. The reported complaint was confirmed. Upon further laboratory evaluation, the product surveillance technician (pst) observed that the oxygen (o2) sensor cartridge was the defective component since the fraction of inspired oxygen (fio2) was found to be out of specification. The unit has reached its end of service life so no further testing or repairs will be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed inconsistent flows during release testing for fraction of inspired oxygen (fio2) at ambient and cold temperature. Per pst, the flow meter was determined to be defective.

Manufacturer narrative:
81 - evaluation is in progress, but not yet concluded. Per the user facility's biomedical technician, no gas leaks were heard when the lines were checked. There were no error codes or alarms noted.

Event description:
Additional information received that the issue occurred during set-up.